Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
Inserted the side screw on the most distal, but the screw was collapsed to posterior on the nail by angio after suturing. So as additional treatment, removed the screw with same procedure.

Manufacturer narrative:
Device was returned. Evaluation revealed the targeting arm t2 prox. Humeral to be the subject product. The nail and the unknown distal screw are regarded to be associated products. Review of the inspection records revealed no discrepancies. A check of the function on 100% of the devices [sub-supplier] and additional in-house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. Evaluation did not reveal any discrepancies in material or manufacturing. As the targeting arm had been in use for approximately 2.5 years we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The pre-operative test performed revealed the targeting accuracy being as intended. The drill could be passed through the distal drill holes while checking the locking options without contact to the sample nail. A targeting issue could not be reproduced. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it should have been realized prior to use. Based on the above facts it can be ascertained that the event was not caused by any deficiency of the device. The given information rather suggests that the event and root cause is related to a sub-optimal surgical procedure i.e. Use error. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Inserted the side screw on the most distal, but the screw was collapsed to posterior on the nail by angio after suturing. So as additional treatment, removed the screw with same procedure.